Manufacturer narrative:
The suspect device was returned to olympus. However, the device is not available for evaluation. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
A user facility reported to olympus that the monitor no longer turned on. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the investigation noted that since the device was a product which service finished, the service department did not confirm the reproduction, and the subject device had already been discarded, so the reproducibility of the indicated phenomenon was unknown. The specific root cause of the device not being able to power on could not be determined at this time. Olympus will continue to monitor field performance for this device.